Event description:
A physician reported that intraocular lenses (iol) have 'glistenings'. He has no cases of loss of visual acuity associated with the glistenings. The surgeon was unwilling to provide further information.

Manufacturer narrative:
Evaluation summary:the device was not returned as it remains implanted. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. No malfunction can be determined at this time. Root cause has not been identified. The surgeon was unwilling to provide further information. (B)(4).